Manufacturer narrative:
E1, initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that during a lead revision [related manufacturer reference number: 1627487-2025-06248; 1627487-2025-06249]. The ipg became unable to communicate with external devices. A company representative was able to recover the patient's ipg. The device is providing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.